Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was on impella 5.5 support. During removal, as the motor housing exited the graft the cannula broke off. The physician was pulling smoothly but firmly as the impella was being removed. The cannula popped off right as the motor housing exited the graft and the physician assistant clamped down on the cannula in the graft with a pair of hemostats to prevent it from migrating. The physician was able to grasp the cannula with a forceps and remove the cannula from the graft and stapled it closed. The physician ordered a unit of blood as there was significant blood loss during the recovery of the cannula, estimated by the surgeon to be half of a unit. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the removal issues and access site bleed has been completed. The product was returned and evaluated. The returned cannula was detached from the motor housing. The edge of the cannula was torn at the detachment site, but there was no torn cannula fragments attached to the outflow cage. There was also adhesive found on the ID of the cannula. The cannula was deformed from the explant post-detachment. There was no stretching found on the cannula that indicated excessive force. The failure mode was changed from removal issues to product damage (detached inflow/outflow - peripheral vessel) because the cannula completed detached from the motor housing during removal. The root cause of the product damage was a bond failure. Access site bleeding was not addressed as a separate failure mode since the blood loss was a result of the cannula detachment.